Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that a foreign object was attached to the forceps channel, but the foreign object could not be identified. Due to leaks from the bending section rubber and scope cover, proper reprocessing may not have been possible and the foreign matter may not have been removed. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the foreign material in the jet tube, the evaluation findings were as follows: due to wear of the scope coving packing, water tightness was lost, the air/water cylinder had discoloration and was deformed, the suction cylinder had discoloration, the plug unit had a scratch, the label on the scope connector was peeled, due to a pinhole on the bending section cover, water tightness was lost, due to damage on the bending section cover, insulation resistance value at the distal end did not meet standard value, the objective lens had a crack, the light guide lens had a crack, the connecting tube had a wrinkle and the universal cord had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the evis exera iii gastrointestinal videoscope had broken glue. The issue was found during maintenance. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the jet tube had foreign material.